Event description:
Devilbiss healthcare was notified by a homecare provider of an incident involving an oxygen concentrator. The provider reported the unit "started smoking" after being turned on. There was no report or evidence of illness, injury or medical treatment associated with the complaint. The unit was returned to devilbiss for evaluation, which revealed significant evidence of external and internal physical damage to the unit. Internal damage includes the power supply broken off the pc board, rendering the alarms, cooling fan, and the rotary valve inoperable. The internal compressor box had minor evidence of warping. External damage included the front cover broken away from the base, and broken screw bosses in the base. There were no high temperature alarms logged, and only 4 hours on the unit. There was no evidence of smoke detected during the evaluation of the unit. The root cause was severe physical damage to the concentrator from rough handling/shipping.